Manufacturer narrative:
Technical support instructed the accounts clinical engineer to inspect the fuses on the bed. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The accounts clinical engineer stated the bed has no functions.